Event description:
It was reported that the patient had a perforation thru the lateral wall of their atrium the atrial lead had no capture and marginal sensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009; a 419588 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).